Event description:
Initial report: this spontaneous case was reported by a physician via a company representative and involves a male patient with a medical history of infection. In 2008, he had been treated with 2 ampoules of poly-l-lactic acid (sculptra, dilution with 5 ml distilled water and 2 ml xylonest 2%) for cosmetic skin procedure due to severe lipoatrophy (location: area of cheek, zygomatic arch, temple right and left side). A second treatment was performed in 2009. Approx six months later, the patient suffered from tactile and visible granuloma (location: temple bilateral). Corrective treatment included intralesional injection with corticoid on a regular base. Outcome: ongoing.

Manufacturer narrative:
Important medical event. 2010, device qc check performed.